Manufacturer narrative:
The test strips and the meter were requested for the investigation. The code in meter was 464, however, the test strips code they used was 489. Per product labeling "the 3-number code on the test strip container must match the 3-number code on the code chip". Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr result for 1 patient tested with a coaguchek xs meter, serial number (B)(4), compared to an unknown laboratory method. The meter result was 6.8 inr. The result from the laboratory within 4 hours was 4.5 inr. The patient therapeutic range is 2.5-3.5 inr. The patient was advised to hold their warfarin dose based on the lab result, and they test once a month.